Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, wear abrasion and deformation. Voids and crystalline in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: the unit is not rupture.

Event description:
Healthcare professional reported a left side rupture. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.